Manufacturer narrative:
(B)(4) .

Event description:
The consumer via the manufacturer's representative (rep) reported she had pain at and between the pocket and leads. The rep was unable to determine the cause, but it did not sound stimulation related as the pain was unchanged when the device was off. This was new pain; the stimulator was helping her chronic pain. When the rep saw the patient on (B)(6) 2015, the battery site and between seemed warm. At this time the patient restated the stimulator helped, but this pain was new and there regardless whether the stimulator was on or off. The rep palpated from the battery to lead site and the patient had exacerbated sensitivity. The healthcare provider (hcp) and rep inspected and both concluded possible signs of infection and she needed to go for lab tests. The patient went to the lab and the hcp notified the rep that there was a high white count and erythrocyte sedimentation rate (esr). The hcp was going to hospitalize the patient, start her on antibiotics, observe and be prepared to possibly explant. A hex head wrench was dropped off at the hospital should the hcp need to surgically intervene. At the time of the report, the issue was not resolved. They were waiting to see if explant or recovery. No surgical intervention occurred and it was unknown if any was planned. Relevant medical history included non-malignant pain.

Event description:
Additional information received from the manufacturer's representative reported the device was explanted on that weekend, either (B)(6).